Manufacturer narrative:
A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink located 26.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no other leaks were detected. Complaint # (B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The pressure and extender tubing were also returned. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed during inflate/deflate pumping and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine how or when the kink occurred, however a kink found in this location typically occurs during the insertion process. The sensation plus IFU warns that any kinking or damage to the inner lumen may result in subsequent fatigue failure to the inner lumen when pumping. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that while supporting a patient a leak occurred in the intra aortic balloon (iab) catheter causing blood to back up to the intra aortic balloon pump (iabp). There was a gas loss and auto fill alarm. The physician was contacted and heparin was turned off. The manufacturer was made aware of patient death on (B)(6) 2017, but the death was not attributed to the device.